Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1avr1- delsys / expiration date: 14-dec-2021 / serial#: (B)(4). UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 08-jul-2020. Labeled for single use? Yes (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient experienced perforation and tamponade which resulted in death. It was further reported that the delivery system (ds) would "keep sliding down". After the leadless ipg was placed, the groin was closed. The patient was unresponsive and was coded. Pericardial synthesis, airway access and cardiopulmonary resuscitation (CPR) were performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.